Event description:
The hosp biomedical engineer called the remote technical assistance center (r-tac) and requested info regarding device (m3046a) alarm functionality with regard to alarm suspend periods. The biomedical engineer asked if alarms could be suspended permanently. The biomedical engineer also reported a pt death but stated that the involved device was operating properly.

Manufacturer narrative:
The philips remote technical support engineer provided the biomedical engineer with info related to alarm suspend settings. The customer had indicated that having the device set up to permanently suspend alarms was a factor in the pt expiring as there was a delay in treatment. Post-incident, the hosp biomedical engineer changed the alarm suspend settings on the monitor to 3 mins. No formal response was requested by the customer. The involved device remains in use at the customer site.